Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
This unit was returned for failure analysis, with a reported issue of a foot pedal obstruction message. However, this issue could not be replicated or confirmed during testing. Lighthouse records were reviewed, and no information related to the reported issue was found. A visual inspection was performed, revealing no issues associated with the reported event. The foot tray adjustable mechanism was installed on the golden system, and calibration was completed successfully. Multiple power cycles were conducted, and the mechanism functioned as designed, with no errors observed. The reported event could not be replicated during system testing. As a result of this investigation, failure analysis was unable to identify the root cause.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced the foot tray to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, an ongoing foot pedal obstruction error message was occurring. The technical support engineer first asked staff to confirm whether there were any obstructions around or beneath the foot pedal, and staff confirmed that no obstructions were present. The customer reported event has no report of patient injury.